Event description:
It was reported that there was an event of right atrial (ra) lead loss of capture. The patient presented for a lead revision. During the procedure, the right atrial (ra) lead's helix would not extend. The lead was not used, and a new one was implanted. The patient status was noted as stable.